Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of wear in the adhesive around the light guide (lg) lens and a gap in the adhesive between the holding ring and the distal end is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for an unrelated issue. During evaluation, the service repair technician identified wear in the adhesive around the light guide (lg) lens and a gap in the adhesive between the holding ring and the distal end. There was no patient involvement.